Manufacturer narrative:
The subject device was manufactured on october 2022 based on the provided lot information, however an exact date is unknown (h4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic endobronchial ultrasound (ebus) procedure, the single use aspiration needle bent and got stuck in the patient's mucosa. The handle with the sheath came out in one piece, but ultrasonographically they could see that the needle vision was not lost. When the device was removed after completing the procedure, the user noticed that the tip was missing. It was reported the location of the targeted lymph node puncture was at the end of the trachea, just between the two carinas. The ebus scope was removed and a therapeutic fiberscope was used, however the tip was damaged and was sent to repair. The broken piece of the needle could not be extracted, so once bleeding was controlled the patient was referred to another hospital for removal of the needle tip. Upon customer follow-up, it was reported the tip was removed in a second procedure with a therapeutic device. Additionally, information received from the doctor indicated that the patient was fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). The subject device was manufactured on october, 2022 based on the provided 3 digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the reported event occurred due to the following mechanisms: 1.) A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2.) When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor field performance for this device.